Event description:
During testing at the user facility, it was noted that the device door roller pin was missing. The device was returned to the biomedical dept with a note that stated, "damage". No specific patient info, device programming, or event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was missing. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.